Manufacturer narrative:
The OEM performed the manufacturing and quality review for the device and affected lot number and revealed no deviations regarding the function and safety of the device. The DHR review revealed no abnormalities/non-conformities for this device.

Manufacturer narrative:
The referenced device was not returned to olympus for evaluation. The cause of the reported event could not be determined. However, the most likely cause of the reported event is likely due to handling or user technique. The instruction manual warns the user in attempt to reduce the risk of damage and injury that impact, fall, shock, or similar stress can result in damage to the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries of the patient and/or user. Do not use the instrument if damaged. If the additional information becomes available or if the device is returned at a later time, this report will be updated accordingly.

Event description:
The user facility reported that during the middle of a therapeutic transurethral resection of the prostate procedure the ceramic insulation tip of the device broke off inside the patient. The device fragment was retrieved from the patient¿s bladder via forceps and was observed to be intact. The intended procedure was completed using a different device. No patient or user injury was reported.

Manufacturer narrative:
The referenced device was returned to olympus for evaluation. The evaluation confirmed the device complaint. A visual inspection of the device found the whole insulation tip broke off at the distal end from the metal sheath and intact. The broken insulation tip was returned with the device .the insulation tip revealed minor scratches and a long crack in the interior of the insulation tip. Minor dents and scratches were observed on the metal portion of the device. Based on similar reported events, the likely cause for the broken insulation tip can be attributed to device handling or user technique. Per the instruction manual, ¿impact, fall, shock, or similar stress can result in damages of the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries of the patient and/or user. Do not use the instrument if damaged.¿